Manufacturer narrative:
Date of event is estimated. Initial reporter: (B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced increase in charging time and the ipg could no longer fully charge the ipg. Subsequently, the patient stopped charging the ipg for an extended period of time. As such, the ipg became inoperable and lost stimulation. The ipg did not communicate with external devices. To address the issue surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The reported event of ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg due to depleted battery. The root cause is consistent with user error. Per information received, the patient stopped charging in (B)(6). The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.